Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they stopped feeling stimulation, and do not feel it anywhere. The patient tried increasing stimulation to 4.70v, but still could not feel it. They stated that their back is getting continually worse, and also noted having a terrible muscle spasm in their upper right leg and groin. The patient mentioned they have never had a spasm there before, and was going to go off of their pramipexole. They stated that after doing so, they could hardly walk and had terrible spasms all over their body. The patient noted they were in terrible pain. At the time of the report, the patient tried increasing stimulation in 2 of their programs, but the issue remained unresolved. They thought they felt something in their back, but then confirmed they could not feel any stimulation. It appeared that the patient did not have the option of changing their groups. The patient was to follow up with their healthcare provider to address their issues. No further complications were reported. The patient was implanted for spinal pain. Additional information received from the patient indicated that a manufacturing representative was able to fix the stimulation on their left side, however, they will be having surgery to resolve their inability to feel stimulation on the right side. They noted that although there was some relief on their left side, their pain continues the right side even though they take medications 2 times a day. The patient also mentioned that they still have spasms, but lately they have not been severe. They stated they have spasms in their feet and toes every day. No further complications were reported.